Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02774, 0001822565-2022-02775, 0001822565-2022-02776, and 0001822565-2022-02777. Concomitant medical products: unknown femoral, catalog#: ni, lot#: ni. Articular surface size cd 10 mm height catalog#: 00596203010, lot#: ni. Stemmed tibial component precoat size 3 catalog#: 00598003701, lot#: ni. Palacos r 1x40 single catalog#: 00111214001, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial knee arthroplasty. Subsequently, patient reported developing sepsis and cellulitis and was revised for those reasons as well as implant loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent an initial knee arthroplasty. Subsequently, patient reported developing sepsis and cellulitis and was revised for those reasons as well as implant loosening, pain, and decreased range of motion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Infection- during the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. The reported articular surface, tibial tray, and taper plug products were reviewed for compatibility with no issues noted; however, as the product information of the femoral component is unknown, the overall compatibility of the knee construct cannot be assessed. The reported event is not confirmed. No problem found with the articular surface and taper plug as these devices were determined to be unrelated to the reported loosening. It remains that a definitive root cause cannot be determined for the unknown femoral and stemmed tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.